Event description:
Reporter indicated that at office visit in 2001, the device on time and off time were noted to have been different than what they were set to at last office visit two months ago. On time was set to 14 seconds and was noted to be at 30 seconds; off time was set at 1.1 minutes and was noted to be at 5 minutes. Attempts to obtain additional information have been unsuccessful.one attempt to follow up with site has been made via u.s. Mail with no response to date.